Event description:
It was reported by the customer that this event involved a male infant. The catheter was inserted via subclavian vein insertion in 2008 without event. The user reported while administering adrenalin/dopamine drugs, the other lumens were filled with blood. Also, while aspirating this occurred in the other lumens. As a result, on two days later, the catheter was removed without event. The second catheter remains in use. There were no reported pt complication.

Manufacturer narrative:
The products instructions for use states "connect all pigtails to appropriate luer-lock line(s) as required. Unused ports(s) may be "locked" through injection cap(s) using standard hospital protocol. The IFU also lists under precautions and warnings "for blood sampling, temporarily shut off remaining ports(s) through which solutions are being infused. Follow-up report will be filed if add'l info becomes available.